Event description:
A new disposable tissue morcellator was being used to morcellate the uterus, tubes and ovaries of this patient to a size they can be brought out through a laparoscopic incision. The device looks like a gun. The "barrel" came apart from the rest of the device during the surgery. The device was retrieved quickly, without the need for further surgery or doing any harm to the patient. The sales rep. Was present and we let her take the device to determine the cause of the incident.